Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode was associated with a system infection. The system had migrated from its original position and the area around the pocket was red and swollen. Surgical intervention was performed and the electrode was explanted. No additional adverse patient effects were reported.